Manufacturer narrative:
The reported complaint of user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (sn (B)(4)) was confirmed during functional testing and archive data review. The investigation findings determined that the root cause of the reported issue was due to a defective load cell 2 as a result of an aging component. Unrelated to the reported complaint, a bent battery spring guide and defective belt clip retainer on the ap platform were observed during visual inspection. During archive data review, multiple ua07 error messages were observed on the date the event occurred. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. Thus, confirming the reported complaint. To remedy ua07, the defective load cell 2 identified during service evaluation was replaced. The ap platform was then re-tested and passed all functional tests. The autopulse platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).

Event description:
During shift check, the crew proceeded to replace the lifeband and the autopulse platform (sn (B)(4)) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) upon powering on. The crew reinserted the lifeband and check the board but ua07 persist. No patient involvement.